Event description:
Subsequent to the initial report, the following information was provided: the surgery was performed to repair the right atrium / inferior vena cava junction, and the left atrial appendage hole. No surgery was performed for the mitral valve as it was repaired with the implanted clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the physical resistance with the steerable guiding catheter (sgc) shaft can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the difficulty advancing the sgc) or manufacturing anomalies. With respect to patient condition, procedural conditions or user technique, the difficulty in advancing (physical resistance) the sgc may be influenced by patient anatomy (tortuous anatomy, or physical obstruction), or user technique, causing the difficulty/resistance with advancement of the sgc. In this case, it was reported that there was a hole in the right atrium, which was thought to be caused by the sgc displacing the pacemaker leads during advancement. Therefore, the resistance experienced during the advancement of the sgc was likely due to the sgc coming in contact with the pacemaker leads; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported physical resistance could not be determined. The reported patient effects of pericardial effusion, cardiac arrest, cardiac tamponade and cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this incident pericardial effusion was diagnosed before the mitraclip system was introduced into the anatomy. Neither the sgc nor clip delivery system (cds) were causal to the effusion. Additionally there was resistance noted with the septum when the sgc was inserted and advanced through the puncture site. There was user error given the cds was advanced and injured the la appendage given the fastener was not attached. The cardiac arrest and hypotension/hemodynamic instability were due to the pericardial effusion. There is no evidence of a device issue or malfunction in causing or contributing to any of these events and the subsequent need for pericardiocentesis and surgery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint-handling database identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage, pericardial effusion and cardiac arrest that occurred during use with the steerable guiding catheter (sgc), which required surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, and challenging anatomy. The patient had a previous aortic valve replacement procedure and a pacemaker placed on (B)(6) 2015. The transseptal puncture was performed, and a small pericardial effusion was observed. The cause was unknown. The procedure was continued. During advancement of the steerable guiding catheter (sgc) resistance was noted with the septum. One clip ((B)(4)) was implanted and the mr was reduced to 2+. A second clip was planned, but the effusion was noted to be bigger, and the patients blood pressure dropped. The physician wanted to implant a second clip quickly so pericardiocentesis could be performed. The second cds ((B)(4)) was prepared in approximately 5 minutes, and advanced to the mitral valve. The clip was implanted and the mr was reduced to trace; however, the patient began to crash. Due to the situation, the cds began to be removed, but the delivery catheter (dc) handle had not been fastened, and the cds shot forward. The cds and sgc were removed together, and chest compressions were performed. The second clip implanted then detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr increased to 2+.

Manufacturer narrative:
(B)(4). Pericardiocentesis was performed; however, the effusion did not stop. The patient was sent to open heart surgery. The surgeon confirmed that there was a hole in the right atrium, which was thought to be caused by the sgc displacing the pacemaker leads during advancement; and a hole in the left atrial appendage, thought be caused by the cds going forward during removal. The surgery was successful, and the patient was confirmed to be stable the next day. No additional information was provided. Concomitant products: mitraclip system, corevalve, 2 clip delivery systems. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system ((B)(4)) referenced is filed under a separate medwatch MFR number.